Event description:
Reprise iii study. It was reported that aortic insufficiency, valve deterioration and thrombosis occurred. The index procedure was performed in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin. The subject was not on any antiplatelet medication other than aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav) and subsequent deployment of a 23mm lotus valve. There was correct positioning of the single prosthetic heart valve into the proper anatomical location. Two (2) days later, the subject was discharged on clopidogrel and other anti-coagulant. In (B)(6) 2020, 1754 days post index procedure site reported an event of aortic valve obstruction. Computed tomography (CT) and echocardiogram were performed as diagnostic tests. In (B)(6) 2020, the subject was hospitalized and the event was treated medically. It was further reported that after three (3) days in hospitalization, a 23mm non-boston scientific valve was implanted. It was further reported that in (B)(6) 2020, 1754 days post index procedure, the subject was noted with worsening shortness of breath and dyspnea with moderate exertion, 4 week history of throat tightness with diaphoresis on exertion. On the same day, echo revealed severe bioprosthetic aortic stenosis with elevated mean aortic gradient 91.3 mmhg suggestive of leaflet thrombosis. At this time subject was started on eliquis and was not hospitalized at this time and was planned for follow up. Seven days later, CT of the heart revealed there is bioprosthetic aortic valve, there is thickening of all three leaflets with evidence of hypo attenuated leaflet thickening (halt) with reduced motion in systole of all three leaflets concerning for thrombus formation on the valve. Five days later, eliquis was held and the subject was started on heparin drip. Two days later, the subject was hospitalized for the planned evaluation of the mean gradient. At this time, subject's condition was better however had few episodes of orthopnea and paroxysmal nocturnal dyspnea. Physical examination revealed chest pain with dyspnea and harsh mid systolic heart murmur of grade 3/6 at the upper sternal border radiating to the neck was also noted. On cardiac consultation subject was recommended for a valve in valve procedure. Three days later, a new 23 mm non-bsc prosthetic aortic valve was implanted in the previously implanted lotus valve without any complications. Subject was continued on apixaban along with aspirin and was transferred to ccu where the subject was extubated and weaned of pressors without complaints. The following day, the event was considered resolved and on the same day the subject was discharged.

Event description:
(B)(6) study. It was reported that vessel occlusion occurred. The index procedure was performed in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin. The subject was not on any antiplatelet medication other than aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav) and subsequent deployment of a 23mm lotus valve. There was correct positioning of the single prosthetic heart valve into the proper anatomical location. Two (2) days later, the subject was discharged on clopidogrel and other anti-coagulant. In (B)(6) 2020, 1754 days post index procedure site reported an event of aortic valve obstruction. Computed tomography (CT) and echocardiogram were performed as diagnostic tests. In (B)(6) 2020, the subject was hospitalized and the event was treated medically.

Manufacturer narrative:
Literature citation: yadav, p. K., rajagopal, v., sayegh,h., rangarajan,v., thourani, v.h., kauten, j. (2020). First report of sapien3 in lotus tavr-in-tavr with sapien3 inside degenerated lotus valve. Jacc: cardiovascular interventions, 13(22), pp. 1-4. Https://doi.org/10.1016/j.jcin.2020.09.010.

Event description:
Reprise iii study: it was reported that aortic insufficiency, valve deterioration and thrombosis occurred. The index procedure was performed in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin. The subject was not on any antiplatelet medication other than aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav) and subsequent deployment of a 23mm lotus valve. There was correct positioning of the single prosthetic heart valve into the proper anatomical location. Two (2) days later, the subject was discharged on clopidogrel and other anti-coagulant. In (B)(6) 2020, 1754 days post index procedure site reported an event of aortic valve obstruction. Computed tomography (CT) and echocardiogram were performed as diagnostic tests. In (B)(6) 2020, the subject was hospitalized and the event was treated medically. It was further reported that after three (3) days in hospitalization, a 23mm non-boston scientific valve was implanted. It was further reported that in (B)(6) 2020, 1754 days post index procedure, the subject was noted with worsening shortness of breath and dyspnea with moderate exertion, 4 week history of throat tightness with diaphoresis on exertion. On the same day, echo revealed severe bioprosthetic aortic stenosis with elevated mean aortic gradient 91.3 mmhg suggestive of leaflet thrombosis. At this time subject was started on eliquis and was not hospitalized at this time and was planned for follow up. Seven days later, CT of the heart revealed there is bioprosthetic aortic valve, there is thickening of all three leaflets with evidence of hypo attenuated leaflet thickening (halt) with reduced motion in systole of all three leaflets concerning for thrombus formation on the valve. Five days later, eliquis was held and the subject was started on heparin drip. Two days later, the subject was hospitalized for the planned evaluation of the mean gradient. At this time, subject's condition was better however had few episodes of orthopnea and paroxysmal nocturnal dyspnea. Physical examination revealed chest pain with dyspnea and harsh mid systolic heart murmur of grade 3/6 at the upper sternal border radiating to the neck was also noted. On cardiac consultation subject was recommended for a valve in valve procedure. Three days later, a new 23 mm non-bsc prosthetic aortic valve was implanted in the previously implanted lotus valve without any complications. Subject was continued on apixaban along with aspirin and was transferred to ccu where the subject was extubated and weaned of pressors without complaints. The following day, the event was considered resolved and on the same day the subject was discharged. It was further reported that this case has been published in medical literature. When the subject presented in 2020, the subject also presented with presyncope, new york heart association functional class iii to IV symptoms and a mean gradient of 91mm hg across the bioprosthesis. There was concern of leaflet thrombus in addition to calcific structural valve degeneration within the lotus valve. Following deployment of the previously reported 23mm non-bsc valve, the ventricular edge of the 23mm non-bsc valve did not rise r foreshorten once it contacted the lotus valve; therefore resulted in slightly ventricular position than intended. A sentinel cerebral embolic protection system was used during the procedure. Analysis of debris captured by the sentinel cerebral embolic protection system found multiple small debris including 3x3mm yellow tissue that the pathology report confirmed to be unorganized thrombus and fibroeslastic tissue.

Manufacturer narrative:
B1: adverse event/product problem: updated. B5: describe event or problem: updated. H6: patient codes: updated. H6: device codes: updated.

Event description:
Reprise iii study. It was reported that aortic insufficiency and valve deterioration occurred. The index procedure was performed on (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin. The subject was not on any antiplatelet medication other than aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav) and subsequent deployment of a 23mm lotus valve. There was correct positioning of the single prosthetic heart valve into the proper anatomical location. Two (2) days later, the subject was discharged on clopidogrel and other anti-coagulant. On (B)(6) 2020, 1754 days post index procedure site reported an event of aortic valve obstruction. Computed tomography (CT) and echocardiogram were performed as diagnostic tests. On (B)(6) 2020, the subject was hospitalized and the event was treated medically. It was further reported that after three (3) days in hospitalization, a 23mm non-boston scientific valve was implanted.